Event description:
ER the clinic, the patient had a csf gusher during initial implant surgery. Post surgery, the patient experienced a csf leak and was diagnosed with meningitis. The patient contracted meningitis a second time in (B) (6). The results of an integrity test (B) (6) 2010 indicates possible receiver stimulator malfunction with multiple electrodes extra cochlear. More information has been requested but was not available at the time this report was filed.

Manufacturer narrative:
(B) (4). Implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011 due to recurrent pneumococcal meningitis. There are no plans for reimplantation as of the date of this report. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).